Event description:
Boston scientific received information that right ventricular (rv) lead pacing thresholds were found to be elevated, with decreased r-wave measurements. Impedance measurements remained within acceptable limits and unchanged. The patient with this system exhibited an underlying rhythm of 50bpm to 70bpm. It was noted that the patient's anatomy was rather big and the rv lead had dislodged slightly. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, electrocautery damage was present 104mm and 108mm from the terminal pin, with a significant amount of body fluid in the lumen of the area of the insulation damage and a separation was noted between the insulation and the proximal end of the tip anode ring. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.